Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01251. This report is being submitted as additional information. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 16 days manufacturer's investigation conclusion: the patient remains ongoing on heartmate 3 lvas. Analysis of the submitted log file as well as the log file data downloaded from the returned primary system controller confirmed a pump stop event and associated alarms. The pump stop event appeared to be caused by a driveline disconnect. A specific cause for this finding could not be determined through this evaluation. There is no product available for evaluation. The hm3 lvas instructions for use and patient handbook explain that if the driveline disconnects from the system controller, the pump stops. The documents also state that, ¿at least one system controller power must be connected to a power source at all times. Disconnecting both power cables at the same time will cause the pump to stop¿. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that a pump stoppage and driveline disconnected alarms were observed during device interrogation. The patient was asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log file and confirmed one pump stoppage on (B)(6) 2018 at 6:11:19 pm for approximately 2 seconds that was associated with the driveline being disconnected. On (B)(6) 2018, it was reported that the patient's modular cable connection was evaluated and found to be tight. The modular cable was replaced. No further information was provided.